Event description:
Customer reported a malfunction alarm with code malf 0. Blood glucose level of the customer did not exceed 500 mg/dl and therefore remained within normal range. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction code was observed after the reset. Customer was advised to continue using the pump and to contact support if the issue reoccurs.